Manufacturer narrative:
Device not returned. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. The op report documents that the regurgitation in this case was possibly from myxomatous change of the anterior leaflet. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
In this case, it was reported that the edwards device was explanted at implant due to an unsuccessful ring repair. Per the healthcare provider's response, there was "low moderate mitral valve regurgitation still present." The op report indicates that this patient presented with severe mitral valve regurgitation with prolapsed p2 segement; therefore, mitral valve repair was performed. Following bypass, there was still low moderate valve regurgitation. This did not seem to improve. It was noted that part of the repair was actually good, it was on either side of that. It was felt that he possibly had enough myxomatous change of the anterior leaflet to cause this and they were concerned that this was still too much regurgitation; therefore, the elected to replace the valve. Following implantation of a prosthetic porcine valve, the regurgitation was totally resolved. Patient was transferred to the cicu in stable but guarded condition.